Event description:
Additional information received reported that an out of regulation (oor) message was observed by the patient on the patient programmer. The manufacturing representative met with the patient the week prior to report for reprogramming and impedances were run at that time. There were no ¿shorts¿ or ¿opens.¿ at the reprogramming session the manufacturing representative added a fourth program for the patient¿s foot. The manufacturing representative suspected the oor was due to the patient¿s programming. The patient had ¿a lot¿ of active electrodes and used three out of four programs. The patient also had access to rate. The patient did not observe the oor message prior to the aforementioned reprogramming session. There were no falls or trauma reported since the aforementioned appointment. Additional information received reported that impedance was fine. The manufacturing representative recaptured stimulation where needed with three programs and no oor warnings. The patient left happy with this and had not called with any problems.

Event description:
It was reported that a patient was unable to adjust their stimulation and there was an out-of-regulation (oor) condition seen on the patient programmer. It was stated that there was a question mark on the patient programmer screen "for the last few days." It was also noted that the antenna was "a little bit loose in the programmer." The display screen was showing the "call your doctor" icon. Two days later, it was reported that the patient still could not adjust stimulation. It was also stated that the antenna jack on the patient programmer was malfunctioning. It was noted that the charge level was "good." Impedances were a1: 167 ohms, a2: 466 ohms, a3: 769 ohms, all against 0, range 800-1400. A1:167 due to programming, 6 anodes and 3 cathodes, 450 pulse width, and 4.0v. An attempt was made to reprogram a1 for higher impedance. About one week later it was reported from the health care provider (hcp) that there was a very low impedance on one electrode and it was taken out of the program. The patient symptoms were reported as "spinal cord stimulation (scs) was inoperative." The patient was reprogrammed with success. It was stated that there was no patient injury. About one week later, it was reported that the patient had received assistance and their concerns were resolved on (B)(6) 2012. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3887-56, lot # v473345, implanted: (B)(6) 2012, product type lead; product ID 3887-56, lot # v273533, implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).